Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited a high, out of range pacing impedance measurement (>3000 ohms). The physician attempted multiple different positions, but the pacing impedance remained out of range. The rv lead was exchanged with a new lead to resolve the event and the patient was stable with no adverse consequences. The rv lead is expected for analysis but has not yet been received.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited a high, out of range pacing impedance measurement (>3000 ohms). The physician attempted multiple different positions, but the pacing impedance remained out of range. The rv lead was exchanged with a new lead to resolve the event and the patient was stable with no adverse consequences. The rv lead was received for analysis.

Manufacturer narrative:
This report is being filed for additional information in b5, h6, and h10. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.